Event description:
It was reported that during an unspecified procedure a shaft break occurred. The shaft of the 3.5x8mm quantum maverick balloon catheter fractured. The fracture occurred in the guide catheter. There were no patient complications, and the patient was reported to be "okay".

Manufacturer narrative:
The complaint device was not returned, therefore, product analysis was not possible. Without product analysis, it was not possible to confirm the reported event or inspect the device for potential root causes. The manufacturing records for this batch have been reviewed an no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this event is operational context.